Event description:
The pt reported, "I lifted something I shouldn't have and I think I broke a wire." The pt was experiencing a loss of therapeutic effect. The pt had an appointment scheduled to see his physician. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).